Manufacturer narrative:
Device evaluation: result - a review of the device history record cannot be completed as the lot number was not provided for this incident. Bd received one used 22 bd iag catheter unit without packaging. The unit consisted of the needle/hub assembly partially retracted into the safety shield (barrel) and protective needle cover. A visual/microscopic examination was performed. The needle/hub assembly was partially retracted into the safety shield (barrel) with the protective needle cover in place (secured with medical tape strips). The activation button was completely depressed. There were traces of dried media. Observed the grip was damaged, which hindered the needle from fully retracting. The damage was in the area to the side of the bottom of the grip where it connects to the barrel. Photos were provided by the customer. Per observation of the photos it was noted that the damage to the unit was similar to that observed in the returned unit. The needle was pushed to the out position. A visual/microscopic examination was then performed. Observed no other anomalies or mechanical/physical damage to the needle, spring or needle/hub that would contribute to the failure other than the damaged grip. The activation button was depressed in attempt to perform retraction. Retraction failed, as it was restricted by the damage on the grip. Conclusion - confirmation of needle retraction failure was conclusive with the returned used unit and photos provided by the customer. Confirmed the unit did not fully retract as the unit displayed damage to the grip component which hindered a full retraction of the needle into the barrel upon activation. This was physical/mechanical evidence to confirm and support manufacturing process related issues for the reported defect. The plug probe and the load barrel stations in one manufacturing zone have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint sample. A quality improvement plan is underway to minimize damage to the grip at the plug load station.

Manufacturer narrative:
(B)(4). Device evaluation: bd (B)(4) evaluated the device and confirmed a part of the inside of the barrel was deformed and the needle was partially retracted. The sample has not yet been received or evaluated by the manufacturing site. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the needle failed to retract after use on the patient. No injury or intervention reported.